Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history no indication of a lot specific product issue. All available information was investigated, the reported unintended movement appear to be due to procedural circumstances. The reported device damaging another device was contributed from the reported unintended movement with conjunction of poor imaging. The reported poor imaging was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement and causing damage to another device it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that due to a rotated heart, imaging was very difficult. Two clips were successfully implanted on the mitral valve. To further reduce mr, a third clip was inserted, and the leaflets were successfully grasped. However, due to the patient anatomy, there was a lot of tension on the clip. When attempting to release the tension, the clip slightly moved and came in contact with the second clip that was implanted. This caused the second clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The third clip was able to be deploy on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.